Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported inaccurate delivery issue was not verified in the black box or duplicated during the evaluation. Review of black box data found an unexplainable loss of prime event a day before the complaint date and deliveries were never resumed. No delivery related alarms were found in the alarm history. The total daily deliveries correctly reflected user programmed basal rate. The pump powered up and functioned properly. Pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Bolus delivery exercises were completed and recorded correctly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas, alleging an inaccurate insulin delivery issue. There was no additional information available for this complaint. Attempts to contact the reporter to obtain more information were made with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.